Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Unique device identifier (UDI) is unavailable. Device manufacture date is unavailable. A medtronic representative went to the site to test the equipment. Testing revealed that the reported issue could not be replicated. It was noted that the firmware of the pendant was reloaded onto the imaging system. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while outside of a procedure, the imaging system could not establish communication with the viewing station of the imaging system. It was noted that the pendant was flashing when the reported issue occurred. Additionally, it was reported that the imaging system was restarted and the interface (umbilical) cable was reseated without resolution. The site mentioned that the imaging system functioned as designed in a previous procedure on the same day. There was no patient present when this issue was identified. No additional information was provided.